Manufacturer narrative:
H6: the device was returned to ventec for evaluation. Ventec evaluated the device but was unable to duplicate or confirm any ventilation related issues, or duplicate the reported low inspiratory pressure and patient circuit disconnect alarms. During the course of the investigation, ventec did observe that the device was not charging its external batteries, and that it was providing an ¿internal battery critically low¿ alarm indicating that the internal battery was also not being charged. When ventec unplugged the device from ac power, the device would power off. If plugged into ac power, however, the device remained on and functioned as expected. Ventec replaced the control board to resolve the observed issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the power issue observed during the investigation was the control board. The cause of the reported alarms could not be conclusively determined. Due to the lack of information (and response) from the reporter clarifying what they meant when they reported that the device had ¿failed¿ during use, ventec is unable to determine the cause of the original reported issue.

Event description:
It was reported to ventec that the device had "failed" while on a patient. The reporter advised that a backup device was readily available and the patient was placed on it for support. The reporter further advised that there was no patient harm as a result of the reported issue. Following the event, the reporter advised that he went into the device's memory and found that the device had logged alarms for low inspiratory pressure and patient circuit disconnect. It was not clear if those alarms had occurred before, during or after the reported patient event. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, however, no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.